Event description:
Customer alleged that metal fragments from an irrigating cystotome broke off upon insertion into the patient's eye. "Eye was washed out and on post-op day one, a metal fragment looked to be attached to iris. Upon follow up surgery two days later (B)(6) 2022, metal fragment was successfully removed." Patient is reported to be doing ok.

Manufacturer narrative:
The UDI number and the following sections were updated : type of investigation, investigation findings, investigation conclusion.